Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name resume ii; product ID 3587a (lot: l33615); product type: 0200-lead; implant date (B)(6) 1997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulation was not working at all to treat their pain symptoms. The patient explained that the battery was replaced in 2020, and the other components were so old that they did not work with their stimulator. Agent asked patient when they first noticed the stimulation wasn't working and patient said it had always been like that since implant. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have turned this over to an attorney. Pt asked for implant date of ins and leads.